Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Review of the electrogram revealed myopotential oversensing inhibiting pacing on the implantable cardioverter defibrillator. Programming changes were discussed. The patient was stable post event and would be monitored.